Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens.dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was exchanged for a longer lens. This did not resolve the problem. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -8.5/5.0/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. Lens remains implanted. In the reporters opinion the cause of this event is due to patient-related factors, however it was also reported that it is unknown if the device failed to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).